Manufacturer narrative:
This device did not return for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality or design concerns. Hospital discarded.

Event description:
A neuron max unit was opened for a procedure, and during the preparation of the device it was noted that the acrylic hub wouldn't tighten securely onto the rhv. Another unit was opened and the procedure completed. The initial device was never placed inside the patient.